Event description:
The arthroplasty was revised due to migration and loosening of the acetabular component. Teh acetabular component was revised. The components were implanted in sity for 0.96 y. Medical records and x-rays were not provided to stryker for review.